Event description:
It was reported to philips healthcare that "traces of leads c4c5 are not seen on" the heartstart mrx. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.